Manufacturer narrative:
Fiorenzo v. Angehrn; julian süsstrunk; romano schneider; kaspar baltzer; beat p. Müller; johannes baur; daniel c. Steinemann, robotic versus laparoscopic minimally invasive inguinal hernia repair: randomized clinical trial (the roger trial), issue # 1, 2025, https ://doi.org/10.1093/bjs/znaf283 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study, a retrospective study looked to determine whether robotic transabdominal preperitoneal repair (rtapp) reduced postoperative pain and complications as compared to conventional laparoscopic totally extraperitoneal repair (tep) performed from march 2022 to november 2024, 182 patients were enrolled undergoing unilateral or bilateral inguinal hernia repair. For those undergoing rtapp, a v-loc suture was used to close the peritoneal defect, and 5 patients experienced an unspecified clavien-dindo grade ii complication. Robotic versus laparoscopic minimally invasive inguinal hernia repair: randomized clinical trial (the roger trial), fiorenzo v. Angehrn, 2025, british journal of surgery.